Event description:
Post operative examination (x-ray) of the equator plus (eq+) acetabular cup revealed that the uhmwpe liner had been inserted incorrectly into the shell and misaligned after impaction. No adverse event was noted. It was confirmed during surgery, the eq+ shell was correctly and well seated during implantation. The liner was then inserted by hand into the shell and then impacted with the impaction instrument. It would appear that the liner was at a slight angle prior to impaction and jammed into place in the shell. This was not noted during surgery.

Manufacturer narrative:
Portland orthopaedics believes the risk of serious injury resulting from misalignment is remote. In general, misalignment would only cause or contribute to serious injury if it resulted in the separation of the liner from the shell. Because the liner and shell are under constant load while in use, there is only a remote chance the liner and shell will come apart, meaning that the accompanying risk of significant injury should be correspondingly small. Based on extensive product testing and currently available clinical data, the MFR is confident that the current eq+ acetabular cup system is of a sound functional design, and the liner would be correctly aligned if the recommended surgical procedure is used. There is some evidence suggesting that this incident resulted from a failure to follow the recommended surgical technique. Portland orthopaedics plans to notify users regarding the risk of misalignment if the recommended procedure is not used. Portland orthopaedics will also be reviewing the design of the liner and associated instrumentation used in surgery to determine if design modifications could reduce or eliminate misalignments of the eq+ liner in the shell during implantation (impaction).